Event description:
The physican used a cook endoscopy howell dash direct access sphincterotome. During cannulation the wire guide moved away from the duct and was reported to have perforated the mucosa. The need for further medical treatment was not included in the report. Additional details regarding this occurrence was requested, but unable to be provided.

Manufacturer narrative:
Evaluations: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. Information that would facilitate review of the device history record (ie. Lot number) was not provided with the initial report. We were unable to conduct a sample test from this batch because the lot number was not provided with this report. Conclusions: we were unable to conclusively determine a cause for this reported observation because the device was not returned for evaluation. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this reported observation. The reported information indicated a perforation of the mucosa occurred while using a dash sphincterotome which is preloaded with a metro wire guide. The instructions for use indicate potential complications associated with ercp include but are not limited to perforation. Additional information regarding the patient's pre-existing conditions was requested but not provided by the user. It is possible the patient's condition contributed to the reported observation. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. Prior to distribution, all dash sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity.